Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urinary incontinence. During the procedure, the implanted balloon and cuff were tested for fluid loss utilizing a syringe. Fluid loss could be identified on the cuff component due to a hole. The device was removed and replaced with a new aus system. There were no patient complications.

Manufacturer narrative:
Date of event: the exact date of the revision procedure and/or incontinence experience by patient is unknown the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed or the cause that contributed to the hole in cuff cannot be established. The reported patient symptom of incontinence is a known risk associated with the procedure and indicated in the labeling. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Manufacturer narrative:
B3 date of event: the exact date of the revision procedure and/or incontinence experience by patient is unknown the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed or the cause that contributed to the hole in cuff and fluid leak cannot be established. The reported patient symptom of incontinence is a known risk associated with the procedure and indicated in the labeling. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urinary incontinence. During the procedure, the implanted balloon and cuff were tested for fluid loss utilizing a syringe. Fluid loss could be identified on the cuff component due to a hole. The device was removed and replaced with a new aus system. There were no patient complications.